Event description:
The balloon ruptured under 2 atm of pressure, which resulted in the stent shifting proximally and ending paritially at an unintended site. An additional stent needed to be placed to cover the remaining lesion. No patient effects were reported.